Event description:
Error 42 was reported with a continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. After contacting technical support, the customer was assisted through a pump reset, which resolved the issue, and they successfully began a new sensor session.